Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample. Partially circumferential split was observed between the 2cm and 3cm depth markings. The split occurred within a severe kink impression. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The catheter kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed inward curving edges. Material wear, buckling and discoloration were observed in the vicinity of the split. The split characteristics and severe kink impression were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube. The location of the damage suggested that catheter placement, securement, access and maintenance techniques may have contributed. The product IFU states ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a lot history review (lhr) of recw1854 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hole was observed in the PICC. 1/22/19: it was reported that the patient reported to the ed complaining of arm swelling. The PICC was removed and a "kink and tear" was observed at the 3cm mark. No patient harm was reported.